Event description:
Customer reported receiving a failed self test alarm on his insulin pump. The customer's blood glucose was 167 mg/dl. He also reported that the alarm occurs at exactly 10:01 everyday. He stated the alarm did not occur during the rewind/prime sequence. It was also found a no delivery alarm occurred during troubleshooting. Troubleshooting found the insulin was able to exit, but the insulin pump alarmed no delivery. It was also found the insulin pump alarmed no delivery during a manual prime. The customer was advised to replace his insulin pump. No additional information provided.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion,prime/a33 and no delivery tests. No excessive "no delivery" alarm noted. Unit passed self test and no unexpected a64 alarm noted. Unable to download history file using carelink pro due to a47 alarm found in alarm history screen. A47 alarm due to corrupted history file. Unit had cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.